Event description:
It was reported that prior to start of a da vinci-assisted nissen fundoplication surgical procedure, the system exhibited the message "endoscope self-test failed". There was no report of patient involvement. Intuitive surgical inc, (isi) followed up with the initial reporter and obtained the following additional information: the reported issue was identified prior to start, so there was no patient involvement. The endoscope was replaced before the procedure started.

Manufacturer narrative:
Based on the claim against the product by the customer noting self-test failed, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have failed the check endoscope cable connection/endoscope self-test. There was no image in both eyes, a missing attached endoscope adapter (aea) retaining ring or screws, aea damaged or friction issue, strain relief on instrument control (ic) housing, and wpb defect. The complaint regarding self-test failed was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported self-test failure is not established. The root cause of the additional reportable finding of aea missing retaining ring or screws is attributed to a manufacturing issue. This complaint is being reported due to the following conclusion: the xi endoscope was found with a dislodged/missing camera instrument adapter (aea) component. A dislodged camera adapter and/or missing retaining ring results in poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.